Event description:
It was reported that, following pump implant, the patient was doing well and was supposed to go home on the day following the implant. At 1:00am, the patient was getting confused and ¿was there and around¿. At this time, the patient¿s wife ¿said something¿ to the nurse practitioner. At 3:22am, the patient was given an intravenous (IV) injection of 0.5mg dilaudid, which ¿wiped him out¿. The patient could not walk, talk, sit, stand or ¿babble¿. The reporter was told that it would only stay in the patient¿s system for 4 hours. The patient was reportedly not like that when he went into the hospital or after surgery. He was only like that after the IV injection. There was ¿nothing they could do¿ about the IV injection. At 8:30am, a manufacturer representative changed to the dosing to ¿0.0006¿, which continued until 2014-05-01. Because of the IV injection, the patient had to stay in the hospital for 9 days and was in transitional care for 7 days. The reporter asked if the medication caused this event. The hcp reportedly said that it did not, but the patient¿s wife found that it could most likely have been a contributing factor. It was later reported that the pump was turned down by a nurse under the instructions from the surgeon. It was noted that the patient had a lot of other health issues not related to the pump or pump medication. When this reporter last received information about the patient, the patient was being evaluated for a possible stroke.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).